Event description:
Immediately following insertion of arterial line, there wasn't a reading on monitor. Catheter appeared to be kinked at the hub where the tubing was connected. An ultrasound was placed over the site of access and the catheter was seen in the vessel as well as the remaining end of the catheter in the sub-q tissue. A radial cut down was performed and the catheter in its entirety was removed.